Event description:
The user facility reported a 71-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, a blood clot was enthralled by the impella causing suction and decreased flow. A new pump was opened due to clot entrapment and low pump flows. Impella pump was removed without issue, a new pump was implanted without issue.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. No product was returned. Data logs show motor current (mc) spikes, speed deviations, and drops in flow, and suction alarms. Clinical mentions thrombus was observed. The cause of the low flow was most likely biomaterial. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ corrections to the initial MFR report: added d6a/d6b. F6/f8 should have been left blank.